Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
This is a report of blood leaks around the arterial and venous end caps of the dialyzer after 9 reuses. There was approximately 200ml blood loss. Treatment was ended and restarted with a new dialyzer with no other issues. .